Event description:
Product name: bd microfine pro 32gx4mm catalog number: 320559. Lot number: 2012569 (a, b, c). Quantity: (B)(4). [Inquiries]: report of defective product: (details). A patient reported that when injecting, he did not feel any resistance compared to when using the previous product (plus) and that the needle came off while injecting. Several corresponding products (B)(4) were brought to the pharmacy. Report form: needed. Replacement products: needed.

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.